Manufacturer narrative:
G4:15jan2021. B4:16jan2021. The customer decided not to pursue repair, and so the device was not evaluated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported the unit indicates oxygen is not supplied. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.